Event description:
It was reported that the pt stimulation spontaneously stopped. During impedance check, the lead contacts measured high impedance. An x-ray of the lead indicated the lead was in the same location as the original implant x-ray. The lead was seated in the ipg properly. The physician replaced the leads and the pt reported their stimulation is working properly.

Manufacturer narrative:
Eval: device history and sterilization records were reviewed. Results - the device history and sterilization records reviewed were found to meet specifications and no anomalies were found. Conclusion - the cause of the reported complaint could not be determined from the review of the DHR and sterilization records. Ans has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Ans defers to the pt's physician regarding medical history.